Event description:
It was reported that bd alaris smartsite extension set was discolored. The following information was provided by the initial reporter with the verbatim: tubing is discolored, nursing discovered when grabbing for patient tubing. Did not reach the patient.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 21029604. D4. Medical device expiration date: unknown. H4. Device manufacture date: 03-feb-2021. D4. Medical device lot #: 21129178. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was discolored. The following information was provided by the initial reporter with the verbatim: tubing is discolored, nursing discovered when grabbing for patient tubing. Did not reach the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-aug-2023. Investigation summary: two sample of lot 21029604 and one sample of lot 22129178 was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was darker in color. A device history record review for model 30262e lot number 21029604 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 30262e lot number 21129178 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility.